Event description:
It was reported that the bluetooth hardware could not connect to the cgm sensor. There was no adverse impact to the customer¿s blood glucose level. The customer was away from home with the pump and planned to call back when ready for a pump reset. Upon follow up cts walked caller through pump reset. After pump reset cgm error code did not reappear. Caller successfully started their sensor session.